Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's ins was replaced on (B)(6) 2018. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the manufacturer representative and patient could not get the ins to recharge above 25% after charging for 20 ¿ 30 minutes. The manufacturer representative was unable to read the ins with the tablet. It was reported that the patient could not get the ins to lay flat when recharging and it was reported that the ins was tilted at a 45-degree angle which made it so that the patient couldn't get consistent recharge coupling. The manufacturer representative and patient planned to discuss a pocket revision with the healthcare provider (hcp). No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.